Event description:
It was reported that a pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the cartridge and surrounding areas, ensuring everything was secure and in place. Following these instructions, the customer successfully completed the load process and resumed insulin use.